Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm lenght aneurx bifurcated stent graft delivery system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unk. The physician reported that the stent graft had a type I endoleak at the 6-month follow-up. The physician implanted a cuff to resolve the endoleak. At the one year follow up the pt had a type ii lumbar endoleak. It was reported they were unable to stop the type ii endoleak and the aneurysm had grown from 6cm to 7cm. The stent graft was explanted. No clinical sequelae were reported, and the pt tolerated the explant procedure well. The explanted device was discarded by the user facility.